Event description:
It was reported that the second implant was not on the needle and was stuck in the applicator, also the knot was not moveable. The first peek implant remained in the patient´s meniscus. Surgery was finished successfully with a new meniscal cinch.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Lot number was not provided so device history record review cannot be performed. The cause of the event could not be determined from the information available and without device evaluation. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.